Event description:
It was reported that this right atrial lead exhibited noise and oversensing. Due to this, the device delivered one burst of anti-tachycardia pacing (atp) and one shock in two different episodes. Reprogramming of the device was discussed. This lead remains in service. No further adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).